Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and was observed in one of three tubes, however a hole was discovered in the stopper prior to testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the stopper closure was not fitting tight on tube and there was low draw with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 7ea tubes have low or no draw issue. At the same time, the tube shield has skewed issue.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper closure was not fitting tight on tube and there was low draw with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: during use, the customer found 7ea tubes have low or no draw issue. At the same time, the tube shield has skewed issue.